Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component. It was reported by the patient's counsel that the patient received an implant in (B)(6) 2014 (exact date is unknown) and is experiencing consistent pain, has trouble straightening his leg, and after sitting for a while walks with a limp when he stands up. The patient reports that x-rays taken (B)(6), 2015 show "gaps" associated with the persona tibial component. Note that the patient also received a tm patella in (B)(6) 2014; however, it is unknown if the issue is associated with the tm patella. As of this notification it is unknown if the tm patella has been revised. Note that the persona tibia is of zimmer biomet warsaw design control and the tm patella is of zimmer biomet tmt design control.